Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The blood glucose level is unknown. Troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the no delivery alarm occurred while sleeping. The customer did not recall the type of delivery that had been in process, the blood glucose reading or when the alarm took place. The customer was unable to troubleshoot for the issue and had been able to continue using the same set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.